Manufacturer narrative:
The investigation of automated impella controller - pump stop has been completed. When console was booted up, there was an immediate controller error (defective optical sensor lamp) alarm issued. The 5s was triggered by the bad lamp and had a voltage of 0.46 volt (v) which is the value for a disconnected or dead lamp. This failure mode reproduced later on in the month as well. The failure mode was not reproduced during bench top testing. 5s testing showed the light outputting >1v and the lamp was visibly outputting light. There was no evidence for why the failure mode repeatedly occurred in the field. The cause of the issue was most likely a defective lamp assembly.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
It was reported that during preparation, the automated impella controller shuts down at start up with an error message. The aic had to be restarted several times and still gives the same error message. There was no patient involvement.